Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having a "tear in cord(hose)/not getting enough power could not be confirmed. However, during evaluation, it was determined that the device heated up quickly (96 degrees above ambient room temperature should be less than 20 degrees) and the pawls were damaged. It was determined that this was due to trying to run the device in the load position damaging the pawls and creating heat, which is user error, misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the motor device had a tear in the cord and was not getting enough power. During an in-house engineering evaluation, it was observed that the device heated up quickly (96 degrees above ambient room temperature should be less than 20 degrees) and the pawls were damaged. The event was not related to surgery. There was no patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly